Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 200 mg/dl. Customer stated that the alarm occurred right after the pump was exposed to moisture. Customer went out and did not have a clip. Customer was wearing a dress and stored it in a tight location. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Findings: unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and reservoir tube. Unit received with minor scratched lcd window. Unit received with missing end cap sticker. Unit received with broken reservoir tube lip.